Manufacturer narrative:
The product was not returned for analysis. There were no other complaints reported in the lot number. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens remained rigid and punctured the patient anterior chamber. The surgeon had to cut out the lens and replace with another lens. Additional information has been requested and received reporting that the lens was quite rigid during implantation, there was no vitreous leak and did not required any sutures but enlarged incision.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned in two (2) segments in the iol case. Solution is dried on both surfaces of the optic and haptics. The haptics are intact. The optic is torn/split-cut dividing the iol in two(2) and has a section missing. Unable to conduct dimensional testing due to condition of returned sample. Company lens monomer release sheet for associated monomer was reviewed, with final disposition conforming. The complainant states the use of company as viscoelastic which is not qualified to be used with the associated iol model company lens. We are unable to determine a root cause for the reported complaint. No cartridge was returned. In addition to this, the surgeon states the use of a non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).